Event description:
Complainant alleged that the clinicians were setting up the device in preparation for patient surgery, when they found that the device was not able to discharge energy. There was no reported adverse effect on the patient as a result of the reported malfunction.